Manufacturer narrative:
The technician found the side rail had a broken center arm. The technician replaced the side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail would not stay latched. No pt impact.